Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the physician had a difficult time inserting the leads into the pulse generators header. After multiple attempts the leads were successfully inserted into the device. The leads were secured and the device was noted to be functioning well. The patient was stable during and after the event.